Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 10-15 mg/dl. Cause was not known. Reportedly the customer lost consciousness and sustained multiple lacerations. As a result, the customer was taken to the hospital and they were admitted to the intensive care unit (ICU). Reportedly, the customer hit their head and received an MRI. Reportedly, the customer was treated with a glucagon shot, antibiotics and glucose tablets. Treatment resolved the issue and the customer was released on (B)(6) 2025. System check was performed by tandem technical support and the pump is functioning as intended.

Manufacturer narrative:
B5, h6 remove: 4607, add: 4608 b5, h6 remove: 4607, add: 4608.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 10 mg/dl. Cause was not known. Reportedly the customer lost consciousness and sustained a laceration. As a result, the customer was taken to the hospital where they were treated with an MRI, antibiotics and glucagon shot. Multiple attempts were made to obtain customers release date from hospital; however, no response was received from the customer. No additional patient or event information was available.